Event description:
It was reported that insulin pump did not detect cartridge, and later pump did not power on or show any indicator lights despite being connected to wall outlet with usb cable. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.